Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products:5024m-52 lead, implanted (B)(6) 1997, 401658 lead, implanted (B)(6)1988.

Event description:
The lead was explanted due to an upgrade from implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD)  system. The lead was returned to the manufacturer and subsequently tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.